Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient ID, weight and ethnicity/race have been unsuccessful. Attempts to obtain the patient information were made via email. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacture¿s policy. It was reported during a diagnostic coronary procedure, when the physician detached the manufacture¿s device and took it out of the patient, 1cm of the wire was frayed. Nothing was left inside the patient. Physician used another wire to complete the procedure. No patient injury occurred. Visual and microscopic inspection were performed on the returned device. The sensor was missing from the device. The probable cause for the separation could not be determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because it could not be determined when the sensor separated from the manufacture¿s device. There is a potential for harm if the malfunction were to recur.